Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5145993. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Device manufacture date: 05/25/2015.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after having used a bd saf-t-intima v catheter safety system, the wire of the safety mechanism snapped and a healthcare worker obtained a contaminated needle stick injury. The wound was washed, the source patient received post exposure lab work, and occupational health was contacted.